Manufacturer narrative:
Device history and dimensional analysis reviewed. Device history and dimensional analysis of the device indicates the device was manufactured to specification.

Event description:
During surgery, three of the four prongs broke off near their base due to stress put on them from backing out the implanted implant. A second instrument was used to complete the surgery without any pt complications.